Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue: pump delivered a bolus that no one programmed. Neither patient nor reporter programmed it. Patient noticed pump was delivering and sought assistance from reporter, who was able to cancel the bolus after 4.65 units of 7.65 units were delivered. No blood glucose excursion was reported. The patient has lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: no defect was found. Testing was unable to duplicate the complaint. Pump boots to the verify screen with audible and vibratory features. The pump was programmed on a 1.0u/hr basal rate and exercised for 24 hours; no un-programmed boluses were delivered or recorded in the pump history during this time. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. No alarms related to complaint in alarm history. Returned cartridge cap/returned battery cap used to complete testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.